Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 03.404.020s, reamer head f/ria 2 ø12 broken prongs. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø12 would contribute to the complained device issue. Based on the investigation findings, cause traced to user and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: part:03.404.018s lot no:7323p52 release to warehouse date:27 jul, 2023 expiry date:01 jul, 2033 manufacturing site: (B)(6). Supplier:depuy synthes products, inc a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a surgery was conducted using ria 2 (reamer irrigator aspirator) in hospital on (B)(6) 2024. The aim of ria 2 for this surgery was bone harvesting. After 10.5 reamer head was used in reaming process, the tube assembly was bending as unexpected and the system did not collect and filter bone from medullary canal anymore. Post surgery, the patient suffered a femur subtrochanteric fracture. Surgery was not completed successfully. There was no surgical delay. Additional medical intervention was required. There is a plan for another surgery to address/correct the issue. This report is for one (1) 12.0mm reamer head for ria 2 sterile this report is 4 of 4 for (B)(4).